Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead recorded signal artifact monitoring (sam) episodes with noise over sensing. The crt-d and the ra lead remain in service. No adverse patient effects were reported.